Event description:
It was reported that " iab balloon didn't seem to be inflating fully to the very tip. We did not consider replacing the balloon at the time as the bp did augment and the patient was being transferred emergently to the or. The patient arrested as they were being induced for surgery and ultimately died". Additional information for this issue is not available from the customer.

Manufacturer narrative:
(B)(4). UDI#: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that " iab balloon didn't seem to be inflating fully to the very tip. We did not consider replacing the balloon at the time as the bp did augment and the patient was being transferred emergentl to the or. The patient arrested as they were being induced for surgery and ultimatly died". Additional information for this issue is not avaiable from the customer.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.